Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that a server upload error caused the discrepancy. A product support specialist identified the query that caused the data upload error and repaired to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis meditation inventory showed that several medications were stocked but when the customer attempted to physically remove heparin, sedating and pain medications they were not available on the device. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d4, d5, g1, h2, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-oct-2021 to 20-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the case initiated by customer advocacy was intended to record a stock-out incident initially reported in case (B)(4). The technical support specialist found station was unable to upload any data due to a slowness with data synchronization caused by purge. The technical support specialist applied the hot fixes to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation inventory showed that several medications were stocked but when the customer attempted to physically remove heparin, sedating and pain medications they were not available on the device. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.